Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01788 and 2134265-2016-01887. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery to the left main (lm). An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled. During percutaneous coronary intervention (pci), the physician attempted to pullback automatically after atlantis¿ sr pro imaging catheter was connected; however, it was noted that the imaging catheter could not move. It was further noted that the motor drive unit (mdu)5 was damaged. The physician removed the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.